Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of solution changing technique (coded as peritoneal dialysis complication) peritonitis with culture positive for staphylococcus epidermidis in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. In (B)(6) 2006, the patient began dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis with culture positive for staphylococcus epidermidis and was hospitalized. It was not reported if a sample of peritoneal effluent was analyzed or if remedial therapy was prescribed. The root cause of the peritonitis with culture positive for staphylococcus epidermidis was the solution changing technique. On an unreported date, the patient recovered from the event. The patient was discharged on (B)(6) 2010. The patient's concomitant medication was not reported. The nurse believed the peritonitis with culture positive for staphylococcus epidermidis was not related to dianeal pd4 ultrabag therapy.